Manufacturer narrative:
H3. Device analysis for the extension found no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that there was a setscrew missing at the distal end of the extension. H6. B17 and c20 no longer apply. Codes belong to the extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was being implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the electric resistance was abnormal, higher than 40,000. The extension was replaced and issue resolved. A cause was not identified.

Manufacturer narrative:
Continuation of d10: product ID 3708140; serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(6) UDI#: (B)(4). H6 codes belong to the extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.